Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 2 bd pen ndl 32g 4mm were unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer stated no insulin flow when priming and no insulin flow when taking injection. Date of event : unknown samples : no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm were unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer stated no insulin flow when priming and no insulin flow when taking injection. Date of event : unknown. Samples : no.